Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medications were not dropping to logistics for replenishment. A technical support specialist dialed into server, identified bogus pockets for the specified medications, proactively cleared pocket inventories for stations shaor4k20, shh7g, and shh8h, and sent count inventory messages from the server to repopulate the data. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, medications were not dropping to logistics for replenishment. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.